Event description:
A healthcare facility in germany reported, via a fisher & paykel healthcare (f&p) field representative, that the heater wire pin of the f&p rt265 infant dual heated evaqua2 breathing circuit was bent and unable to be connected to the heater wire adaptor during a circuit change. This led to a delay in therapy while a replacement rt265 breathing circuit was sourced. During this time, ventilation was provided with a non-f&p bag valve mask; however, it was reported by the healthcare facility that the patient's oxygen saturation dropped below 60%. It was further reported by the healthcare facility that the f&p mr850 respiratory humidifier alarmed to indicate that the heater wire adaptor was not connected.

Manufacturer narrative:
(B)(4). Method: the inspiratory limb of the complaint rt265 infant dual-heated evaqua2 breathing circuit was returned to fisher & paykel healthcare (f&p) in new zealand for investigation, where it was visually inspected and analysed. Results: the healthcare facility reported that the heater wire pin of the rt265 infant dual heated evaqua2 breathing circuit was bent and unable to be connected to the heater wire adaptor during a circuit change. This led to a delay in therapy while a replacement rt265 breathing circuit was sourced. During this time, ventilation was provided with a non-f&p bag valve mask; however, it was reported by the healthcare facility that the patient's oxygen saturation dropped below 60%. It was further reported by the healthcare facility that the f&p mr850 respiratory humidifier alarmed to indicate that the heater wire adaptor was not connected. Visual inspection of the returned device revealed that the right inspiratory heater wire pin was bent. The investigation engineer carried out a bent pin test of the inspiratory heater wire pins which involve full insertion of the inspiratory heater wire adapter. This test demonstrated that the full insertion of the inspiratory heater wire adapter was not achieved due to the bent pin. Conclusion: we were unable to determine the root cause of the reported failure. Based on our previous investigations of similar complaints, bent heater wire pins can be caused by a number of different factors such it is possible for the user to bend the heater wire pins if the heater wire adaptor is inserted into the heater wire plug on an angle or if a very worn heater wire adaptor is used. The healthcare facility stated that there was a delay in therapy while a replacement rt265 breathing circuit was sourced. However, based on our knowledge of the product, a delay in attaching the heater wire adaptor to the breathing circuit would result in a delay in providing humidification and would not directly lead to a desaturation as the breathing circuit can continue to be used to deliver respiratory gases. All rt265 infant dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. Bent pins that cannot be inserted into the adaptors are not acceptable. A resistance test is performed on the inserted wires during production, and those that fail are rejected. Our user instructions that accompany the rt265 infant dual heated evaqua2 breathing circuit state the following: - "appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death." - "visually inspect breathing sets for damage (e.g. A crushed tube or cracked connector) before use and replace if damaged." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." - "check all connections are tight before use."

Event description:
A healthcare facility in germany reported, via a fisher & paykel healthcare (f&p) field representative, that the heater wire pin of the rt265 infant dual heated evaqua2 breathing circuit was bent and unable to be connected to the heater wire adaptor during a circuit change. This led to a delay in therapy while a replacement rt265 breathing circuit was sourced. During this time, ventilation was provided with a bag valve mask; however, it was reported by the healthcare facility that the patient's oxygen saturation dropped below 60%. It was further reported by the healthcare facility that the mr850 respiratory humidifier alarmed to indicate that the heater wire adaptor was not connected.

Manufacturer narrative:
The complaint rt265 infant dual heated evaqua2 breathing circuit is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.